Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported obtaining unspecified low sensor readings that "was sometimes only 9 mg/dl, but much more of the time was 30-40 mg/dl lower than a concurrent finger stick reading." The customer further reported, "this has affected my dietary decisions as I have been symptomatic with blood sugars and I can control it with accurate readings." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.